Manufacturer narrative:
Reported event: an event regarding infection (leading to revision) involving an unknown hip acetabular liner bi-mentum was reported. The reported device is an serf product. Technical investigation: product was not returned making technical investigation impossible. Documentary investigation: no lot number making documentary investigation impossible. Conclusion: despite the reminders, serf has not received any information regarding the traceability of the bi-mentum liner mentioned in the complaint: therefore, no investigation can be carried out. Corrective action/preventive action: no action is required.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient had a right hip revision due to infection.